Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147645.

Event description:
Voluntary medwatch form received notes that a patient presented with alerts of low defibrillation impedance on the right ventricular (rv) lead; insulation breach was suspected on the rv lead. The patient condition was not known.